Event description:
It was reported that during a tka surgery, one (1) mis 3.2mm x 45mm rimmed pin sterile fractured in the tibial bone. Due to significant bone loss, the fragment was left inside the patient. The procedure was resumed, without any delay, using the same device. The patient's current health status is unknown.

Manufacturer narrative:
Internal reference number: case- (B)(4).

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the material composition of the rimmed speed pin is martensitic stainless-steel type 431, which is approved for some medical implant applications; however, the speed pin is manufactured and intended as an externally communicating device and is not approved for long term internal tissue exposure. The knee systems instructions for use warnings and precautions note that intraoperative fracture or breaking of instruments can occur. Based on the limited information provided, the clinical root cause of the reported events could not be concluded; however, a user technique and/or procedural variance cannot be ruled out as a potential contributing factor. Patient impact includes the retained non-implantable foreign body/fractured speed pin which is reportedly inside the tibial bone. Although unlikely, possible micro-motion and/or migration, and local irritation/discomfort cannot be definitively ruled out. Additionally, conclusions on the impact of the retained non-implantable foreign body to the patient cannot be ascertained with certainty. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for care, maintenance, cleaning, and sterilization of smith & nephew orthopedics devices for single-use devices revealed that as the devices are sold both nonsterile and sterile and often removed from their original packaging to be placed in a containment device they should be cleaned and/or inspected prior to sterilization. The device should not be reprocessed or reused if comes in contact with blood, tissue or bodily fluids. Reuse may increase the risk of breakage, failure, patient infection, patient injury and revision surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Additionally, as this is a single use device, damage from misuse is likely a potential factor that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.